Manufacturer narrative:
This supplemental report (MDR# 8010047-2020-06344) is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Manufacturer narrative:
The camera head was returned to the service center. During the standard evaluation, the service technician found that when the camera head was connected to a video processor, no image will display. Additionally, the camera head cable was broken/damaged. The investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported that during reprocessing, the high definition autoclavable camera head was observed broken.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06344. A review of the device's repair history shows the device was last serviced via repair on october 30, 2019. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the reportable malfunction of no image displayed has been determined to be due to the cable was damaged by unexpected stress being applied to the cable due to user's handling. Olympus will continue to monitor the field performance of this device. To mitigate the risk of cable damage the instruction for use provides the following "important information ¿ please read before use", the following were described: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately."